Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridges present. The device was tested for functionality with a test cartridge reload and achieved it's complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure the newly opened device was used and there were two staples used. During the procedure the surgeon selected a gold reload for each firing. Two cartridges were loaded and there were no unexpected noises and forces during the firings. However, after the first firing, a side to side anastomosis, the surgeon found that a tissue strap was found in the proximal side near the "arrow" mark and also a round 3 cm tissue strap found between "2.5 - 5.5" marked on the device. The staples were correctly formed in the proximal end and scissors were used scissors to cut the tissue straps. It was unknown if the staple formd properly in the other region. No bleeding noticed.